Event description:
It was reported to philips that the device does not recognize that the attachments connected to the therapy port (test load, pads) there was no reported patient involvement/adverse patient impact.